Event description:
The customer reported that ventilator went inop due to an oxygen valve liftoff failure. The ventilator was not in use at the time of the reported problem, and did alarm. Vent inop. When in use, will stop providing ventilatory support to the patient.